Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded to the follow up letter sent to them. The patient reported their weight was (B)(6) lbs, battery replacement sent resolved the patient's issue of not having any stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient has been without stimulation for 8 hours. The screen on the programmer is blank. Battery was not taking a charge. Family/friend indicated programmer was plugged into the wall to charge but it is still a blank screen. The family/friend usually sees a green light but does not see it on the remote.